Event description:
The bed deflated while bathing the patient and would not re-inflate. The company was called and replaced a pump on the bed. Manufacturer response for ra 3000 bed, ra 3000 (per site reporter): the company was called. They did not have a replacement bed but did send someone to replace the pump.